Event description:
A report was received that the patient underwent an explant for an unknown reason and no further information can be obtained.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient underwent an explant for an unknown reason.